Event description:
Gamma target device broke. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany, indicate that the cause of this event was an error in design. Corrective actions have already been implemented.